Event description:
It was reported that high, out of range lead impedance was observed on lv lead. The patient was asymptomatic. No noise was reproduced with movement of the patient via isometrics or pocket manipulation. Programming change was made and patient will be followed up normally.